Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device relative to an interventional transcatheter aortic valve implantation procedure. Reportedly, there was difficulty positioning the device within the patient. After several attempts, the device was positioned/deployed successfully; however, an additional non-abbott device was also needed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the positioning problem include, but are not limited to, user technique or patient anatomical conditions. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.